Event description:
Reportedly, during the follow-up performed on (B)(6) 2013, a de-synchronization (shift) between ventricular egm and markers was observed in two v burst episodes recorded in device memory. Poor sensing of r wave was also suspected, consequently the sensitivity was changed from 3mv to 2mv.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.